Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer does not use the sensor feature. Customer's blood glucose reading at the time of the call was 135 mg/dl. No further information reported.